Event description:
On (B)(6) 2012, customer reported a leak in the reagent carousel of the dxc 600 pro. The volume of the leak was approximately 50 cc, and it was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) evaluated the instrument and found water on the drip tray around the reagent probe b home position. Fse replaced the vacuum valves for both reagent probes. Fse performed a pvt3 carryover test and it passed. This service resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).